Manufacturer narrative:
The suspected 350mm fenestrated insert (cev625-1) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation verified the complaint reported by the customer as valid. It was noted that the finishing aspect of the jaws had been modified. There was an additional etching: "af48/22". Root cause analysis: the instrument has been repaired / modified outside of integra microfrance by an external contractor. This modification has caused the malfunction of the instrument and led to the reported event.

Event description:
This report is 3 of 3 for the 350mm fenestrated insert (cev625-1)/component of the forceps reportedly used during this event and is linked to mfg numbers: 3003249645-2024-00018, 3003249645-2024-00019. It was reported that there was suspicion of misuse of the instrument. The forceps reportedly "led to intestinal wound, which required cauterization". It was reported that the insert was replaced. No further patient outcome has been reported at the time of this report.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.